Manufacturer narrative:
This report is submitted on april 10, 2018, (B)(4).

Event description:
It was reported that the patient experienced persistent pain in the eye with and without device use. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.